Manufacturer narrative:
The extended charge time was confirmed via reviewing of the device image. Bench testing was performed, and the device subassembly showed normal characteristics. The high voltage capacitors were analyzed and confirmed an internal damaged of a capacitor. Extended charge time was caused by an anomalous hv capacitor.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency department due to vibratory alert from the implantable cardioverter defibrillator. Upon interrogation, the device showed long charge time. No intervention was performed. The patient was discharged.

Event description:
New information received noted that the device was explanted and replaced on (B)(6) 2019. The patient was stable after the procedure.